Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: during the procedure, cutting became dull. Another device was used to complete the procedure.